Event description:
The patient reported that after initial implant he did not notice a huge difference in therapy and he kept telling his physician it wasn't working. After about 2 months, the health care provider (hcp) did a dye study and the catheter was broken. The hcp replaced the catheter. The pump was used to deliver dilaudid and bupivacaine. It was later reported the cause of the event was catheter fracture. The patient began ms (morphine sulfate) no relief. There were multiple dose adjustments. Patient outcome was recovered without sequelae.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type: catheter. (B)(4).